Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the clinic is experiencing a lot of issues with the transducer protectors on the new bloodlines. Some are not coming threaded to the transducer protector so it never gets sealed. The staff has to change the transducer protector prior to the start of the patient¿s treatment to prevent blood loss and air alarms. The staff have reviewed how to properly attach them to the machine and lines but they are still not working. It was noted that some are working and properly made but the majority are not. Upon follow up, it was noted that the transducer gets wet, it is caught before the patient experiences blood loss. The patient¿s treatment is paused, the transducer protector is exchanged, and the patient¿s treatment is restarted and completed without issue. There is no patient serious injury, adverse event, or medical intervention required due to the event. A sample, companion sample, and photos were requested but are not available. No additional information was available.